Manufacturer narrative:
Satisfactory results were obtained with retained and returned gel cards from lot# 061608037-24 with the returned sample and known weak d samples. Positive reactivity was obtained in all the anti-d microtubes tested at ocd. The IFU indicates that the mts monoclonal anti-d gel card may not detect very weak expressions of the d antigen. The sample is most likely a weak d example reacting negative in anti-d gel antisera and had previously reacted positive in tube at the customer site. Incident is most likely sample related. The gel cards performed as expected using retained and returned cards. There was no indication that the mts products malfunctioned. The customer's complaint was not confirmed. Batch record review was within release specs. Incident is isolated. (B) (4).

Event description:
The customer reported that an rh positive patient's sample did not react in the anti-d microtube of mts a/b/d monoclonal and reverse grouping card lot# 061608037-24. The pt had a history of being weak d positive. The customer repeated the sample using an alternate lot of gel cards and obtained weakly positive results (1+). No erroneous results were reported. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.